Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer experienced an sb3 capsule failure. Due to the failure, customer is not confident with the equipment as it is from the same lot as the reporter failed capsule. The device will be returned. The patient has an ileostomy and they were not able to see the end of the small bowel study. The patient had to have an x-ray to determine if any part of the capsule was retained. The customer passed the capsule, and they noticed the capsule broken in the ileostomy bag. The patient is fine. There was no patient or user harm due to the alleged device malfunction.